Manufacturer narrative:
The root cause of the reported incident was due to normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. It was noted that the patient lost stimulation. As a result, surgical intervention was performed in which the ipg was explanted and replaced.